Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawers 1.1 and 1.2 could not be opened, displaying the error ¿device not detected on bus.¿ the customer attempted to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the half height mini drawer was not detected on the bus. Fse reseated the pyxis bus cable, but the issue remained unresolved. Fse then replaced the square board for the drawer 1.1 and 1.2 to resolve the issue and also performed a firmware update on the drawer controller board. The system functioned as intended after the field service engineer had repaired the device.